Manufacturer narrative:
Citation: khan et al. Hemodynamics and subclinical leaflet thrombosis in low-risk patients undergoing transcatheter aortic valve replacement. Circ cardiovasc imaging. 2019;12:e009608. Doi: 10.1161/circimaging.119.009608. Earliest date of publish used for event date in. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding hypo-attenuated leaflet thickening (halt) in low-risk patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between february 2016 and february 2018. The study population included 200 patients (predominantly female, mean age 73 years). Multiple manufacturer¿s products were used in the study, and an unspecified number of medtronic evolut r or pro bioprosthetic valves (no serial numbers provided) were implanted in the study population. Among all patients, 1% deaths occurred at one-year follow-up. No further details were provided. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: moderate to severe aortic paravalvular leak, aortic peak gradients >20 mmhg, congestive heart failure (at 30 days and 1 year), stroke (at 30 days and 1 year), myocardial infarction (at 30 days and 1 year), life-threatening or major vascular bleeding (at 30 days and 1 year), permanent pacemaker implant (at 30 days and 1 year), infective endocarditis (at 1 year), and atrial fibrillation (at 30 days and 1 year). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.